Event description:
The complainant stated that a caster continues to swivel from side to side when the brake is set, but the caster wheel does not roll.

Manufacturer narrative:
The account has not completed repairs. A follow-up report will be sent once the customer discloses their investigation.